Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-june-2024, patient complained about tape not sticking leading to one infusion set fell off. Infusion set was in use for 3 days. No further information available.